Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 320 mg/dl. The customer gave herself a bolus and the high blood glucose came down and does not want to troubleshoot as she is fine now.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.